Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a right ventricular (rv) lead the patient experienced discomfort. It was also reported that the helix would not retract after multiple turns due to a fibrous tissue becoming attached to the helix . The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.